Manufacturer narrative:
Continuation of d10: product ID 97791 product type accessory product ID 97791 product type accessory product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2026 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type lead product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 01-jul-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 01-jul-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the leads were explanted. No additional information was provided.

Manufacturer narrative:
Continuation of d10: product ID: 97791, serial# unknown, product type: accessory; product: ID 97791, serial# unknown, product type: accessory; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type: lead. H3: analysis of the 977a260 serial# (B)(6) found that the #0, #1, #4-#7 conductors were broken; 22.0 cm from the distal end of the lead. Analysis of the 977a260 serial# (B)(6) found all the conductors were broken; 22.1 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep clarifies that the health care provider (hcp) initially reported the issue to them. Rep reports the implantable neurostimulator (ins) was also replaced at the hcp's discretion. The patient was not getting the desired stimulation. Leads showed impedances on 11/16 contacts. Rep reports leads were replaced which resolved the issue. Rep reports the leads are in their possession and will be returned. Additional information was received from the rep. Rep reports they were aware of the surgery date on (B)(6) 2026, but did not know of the impedance issues. Rep clarifies the impedance issues stating impedances were high with electrodes 1, 5, 6, 8, 9, 10, 11, 12, 13, 14, and 15 all at 40,000 and electrode 4 at 39, 680. Rep clarifies the surgeon attempted to use the old leads with a new ins and still got the same impedance measurements so the doctor proceeded with a full system replacement. Rep reports no lead migration or broken leads were noted.

Manufacturer narrative:
G2.3: the aware date of the initial report is january 20th 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.